Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete joker, guide cath: launcher 6fr jr3.0, stent: vision 3.0x12mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. A non-abbott guide wire crossed the lesion, then a 3.0 x 12 mm vision stent was implanted without pre-dilatation. The 3.0 x 8 mm nc trek balloon was advanced to the target lesion for post-dilatation, however, the balloon ruptured during the first inflation at 16 atmospheres (atm). The device was exchanged for another of the same size nc trek balloon and post-dilatation was performed at 14 atm for 20 seconds to complete the procedure. No adverse patient effects were reported. No additional information was provided.